Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 45 mg/dl. Customer did not receive a sensor updating alert. Customer did not receive a calibration not accepted alert. The customer received change sensor alert. The insulin pump will not be returned for analysis.